Event description:
It was reported that the surgeon took out the lag screw and put in a shorter lag screw. Fracture collapsed and was sticking out 1.5 inches. Patient complaining of irritation.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be submitted on a supplemental report. Will not be returned.